Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump display screen would stay illuminated and not turn off after a bolus delivery, resulting in the pump battery depleting and ultimately powering off. Additionally, customer alleged the vibration feature is difficult to feel. Customer's blood glucose level was 221 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.